Manufacturer narrative:
(B)(4). Date sent: 7/6/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide device details lot#/batch#. 2. Did the jaw cut the vessel/tissue? 3. Did the clip cut the vessel/tissue? 4. If yes, how was the vessel or tissue repaired? 5. Was there any bleeding? 6. If yes, how was the bleeding controlled? 7. How much blood was lost (mls)? 8. Was a transfusion or blood products given? 9. Were there any patient consequences? 10. Could you please clarify if the product issues that have occurred been reported to customer quality? 11. If yes, do you have the complaint submission numbers (pc numbers)? 12. What is the total number of procedures/patient events? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ent procedure, that medium size liga clips are tearing/shearing the vessel as the clips are applied. Small clips are fine, and they don't use large clips for ent. No patient consequences were reported.